Manufacturer narrative:
Device is a combinaton product. Device evaluated by MFR.: p select ous mr 28 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The proximal side of the stent was damaged with struts lifted. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) identified tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 28x2.50mm promus premier select drug-eluting stent, it was noted that the stent was dislodged from the delivery system. The procedure was completed with a 2.75x28 and 3.00x28 promus premier select stents. No patient complications were reported.

Manufacturer narrative:
Device is a combinaton product.

Event description:
It was reported that stent dislodgement occurred. During unpacking of a 28x2.50mm promus premier select drug-eluting stent, it was noted that the stent was dislodged from the delivery system. The procedure was completed with a 2.75x28 and 3.00x28 promus premier select stents. No patient complications were reported.